Manufacturer narrative:
A ge service rep performed an on site investigation. The failure could not be duplicated. The software was reinstalled during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the stored images on the 9800 system are intermittently mixed up. No patient injury was reported.